Event description:
A neuron was discovered to be kinked/squashed. The hospital pulled it out from the packaging when they discovered there was a kink in the tip. The product was not used in a patient.

Manufacturer narrative:
Device investigation: the catheter was returned inside of the packaging tube and the shipping mandrel was in the tip. There is no visible damage to the device in this configuration. Resistance was noted when the catheter was removed from the shipping mandrel and packaging tube. There is an ovalization in the distal end of the catheter, between 0.8 and 2.3 cm from the distal tip. Results: a 0.070" mandrel was introduced into the hub and advanced distally. Progress was smooth until the mandrel reached 2.5 cm from the distal tip. At this point the mandrel stopped due to increased friction. The catheter is non-functional. The catheter distal tip was introduced into the packaging tube returned with the unit and advanced. The catheter moved freely inside the packaging tube. It was difficult to re-insert the shipping mandrel into the tip of the catheter. Conclusion: the damage noted in the complaint is confirmed. Based on the information in the complaint and the observations made during the device investigation, it is likely that the tip of the catheter was damaged due to handling after it was removed from the packaging. The hospital then placed the catheter back into the packaging tube and re-inserted the shipping mandrel into the tip prior to returning the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.